Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the stent struts resulted in the reported guide wire entrapment. Manipulation during the attempt to remove the guide wire from the patients body resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling. User facility medwatch (B)(4).

Event description:
User facility medwatch ((B)(4)) report received and states: during the cardiac catheter procedure stent inflation guide wire became lodged in stent struts. The guide wire broke during the attempt to remove the guide wire from the patient's body. The stent and guide wire tip was left in place in the patient's right coronary artery. The patient was flown to another facility to remove the wire. Additional information: the patient is stable and fine. No additional information was provided.